Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received the patient underwent a lead explant procedure due to infection. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received the patient underwent a lead explant procedure due to infection. No device malfunction was suspected.